Manufacturer narrative:
The initial medical device report was submitted ¿ (2938836-2015-04110). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that the device was not pacing. The device could not be interrogated due to suspected premature eol. Device was explanted and replaced.